Event description:
The physician noticed a leak occurring due to broken hub while the product was being prepped.

Manufacturer narrative:
The product has been received for eval however, the engineering analysis is not yet complete. Additional info will be submitted within 30 days of receipt.